Event description:
The tps handpiece cord was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had bare copper wires exposed. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The tps handpiece cord was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had bare copper wires exposed. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was confirmed by the repair technician. There was a cut in the cord and the copper wires were exposed. The device was scrapped by the manufacturer.